Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer (B)(4).

Event description:
The customer stated that the ventilator's fraction of inspired oxygen (fio2) is out of specification. The monitored reading says 82 percent when it is set at 90 and the monitored reading says 95 percent when set at 100. The fraction of inspired oxygen cell was calibrated then replaced and this did not correct the issue. The blender most likely needs to be replaced. There was no patient involvement at the time of the reported incident.